Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: 103. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "11m po valve is blocked. Explanted."

Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a plastic container. No deformation or damage of the valve was detected during the visual inspection. The permeability was tested and shown that the shunt assistant has a blockage and the progav 2.0 valve is permeable. The progav valve was tested and is adjustable to all specified pressure. Additionally, we tested the brake functionally and brake force of the progav 2.0 valve. The valve operated as expected and met all specification. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substances likely protein. Based on our investigation, we confirm the presence of occlusion in the shunt assistant, likely due to the deposits observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.